Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Visual analysis: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture and "shape of the breast was bumpy". This record is for left side. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and "shape of the breast was bumpy". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints. ¿ rupture: observed opening assessed as unidentified tear. ¿ rupture: observed missing piece of shell assessed as inconclusive. ¿ visibility/palpability: unable to observe since it is not related to the device. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.